Event description:
Intrathecal catheter placed for lumbar drain. Drain was not draining csf. In attempt to move drain position by pulling back on it, the catheter broke off. Patient underwent surgery to remove retained catheter.